Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) e1 - initial reporter address 1: (B)(6) device evaluated by MFR.: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the guidewire causing the burr to not be withdrawn. The physician removed the devices from the body directly and the procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the guidewire causing the burr to not be withdrawn. The physician removed the devices from the body directly and the procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.